Event description:
A report was received that the patient was unable to charge his ipg. A bsn representative analyzed the ipg database and confirmed premature battery depletion. The patient had a previous surgery wherein the physician believes electrocautery was used and the ipg was damaged. The physician plans to replace the ipg. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual 9055940-001).

Event description:
A report was received that the patient was unable to charge his ipg. A bsn representative analyzed the ipg database and confirmed premature battery depletion. The patient had a previous surgery wherein the physician believes electrocautery was used and the ipg was damaged. The physician plans to replace the ipg. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual 9055940-001).

Manufacturer narrative:
Additional information was received that the patient will undergo an explant procedure.

Manufacturer narrative:
(B)(6) 2011.